Event description:
It was reported that following a lap adjustable band procedure, the patient developed an acute gastric erosion (perigastric & hepatic) which necessitated removal of the band.

Manufacturer narrative:
Date sent: 02/19/2008. Information anticipated, but unavailable at this time.